Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions. " and "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Product location unknown.

Event description:
Patient's legal counsel reported that the patient underwent a left revision procedure approximately five years post-implantation due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning, metallosis and lack of mobility. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff&#38112;notice and the allegations there in are unverified. Operative report received indicates mild gray staining and slight thickening in the pseudocapsule and acetabulum but no obvious metal on metal hypersensitivity. There was notation of osteolysis around the cup. The femoral head was removed and replaced with active articulation.

Event description:
Patient¿s legal counsel reported that the patient underwent a left total hip arthroplasty on (B)(6) 2006. Legal counsel for patient reported patient was revised on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning, metallosis and lack of mobility. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s notice and the allegations there in are unverified.